Event description:
It was reported that the patient experienced prolonged low blood glucose after reconnecting to the ilet following an emergency room visit where the pump had been disconnected, with the patient unable to view cgm readings on the pump and reporting sensor unavailable alerts from a freestyle libre 3 plus; the patient treated with oral carbohydrates and had a lowest cgm value of 51 mg/dl. Symptoms included hypoglycemia with associated headache and nausea. Outcomes included the need for medication-level intervention with oral glucose and classification as a serious injury or illness. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, categorized as improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.